Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament. However, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) device was not working properly. Tests showed that when the pump was pressed it remained dimpled. The physicians and nurses tried several times to troubleshoot and get the pump to work but it did not work as expected. The pump was explanted and a new pump was implanted. The patient was re-trained on how to use the pump. The new pump was also tested several times after the surgery and it was working well. Following the surgery the patient got better.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) device was not working properly. Tests showed that when the pump was pressed it remained dimpled. The physicians and nurses tried several times to troubleshoot and get the pump to work but it did not work as expected. The pump was explanted and a new pump was implanted. The patient was re-trained on how to use the pump. The new pump was also tested several times after the surgery and it was working well. Following the surgery the patient got better.